Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, there is no evidence to support the implantation of the screw was not successful. According to the report, the procedure completed with a change in the surgical technique using a modular screw. Since there was no surgical delay or injury to the patient, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint will be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t8 fixed handle driver is stripping the screw head. The event occurred during use, with instruments inside the patient. The procedure was completed with a change in surgical technique, using a modular screwdriver. No surgical delay or injury to the patient was reported.